Event description:
As the tracheostomy tube was inserted. Pressure was applied and the swivel neck flange broke. A new tube was inserted with no problem. The new tube was identical to the 1st tube. No injury to patient and no other problems with the new tube.